Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a cartridge did not fit onto the pump. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.